Event description:
It was reported that during a colonoscopy procedure the snare failed to cut. A sensation mirco oval snare had been advanced to an unspecified colonic polyp. While attempting to cut the polyp by closing the handle, the device made a "clicking sound" but was unable to cut the polyp. There were no patient complications reported. The patient's current condition is unknown.

Manufacturer narrative:
The unit was not returned by the customer; therefore product analysis could not be performed. The most probable lot number was identified and a device history record review was performed with no issues found. No unfavorable trend was noted. The most probable root cause could not be determined.